Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implant date: (B)(6) 2012. Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer for analysis. The lead tested out of specification.